Event description:
Initial reporter provided an email from a paramedic who deployed the autopulse on a pt to cardiac arrest. The email indentifies that sometome after deployment of the autopulse, and movement of the pt to the truck, all went well for about 5 mins. Then upon compression, ribs were heard to crack. On the next compression a serious amount of blood shot up the et tube and into the airway circuit. Additionally, when the lifeband was removed, a continuous line of bruising was noted around his chest where the lifeband was.